Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that: "right knee revision, one component (poly). Mechanical complication of right knee.

Event description:
It was reported that: "right knee revision, one component (poly). Mechanical complication of right knee. Update (B)(6) 2018 from med review: x-rays shows posterior subluxation of femur and varus instability.

Manufacturer narrative:
An event regarding revision due to joint instability involving a triathlon insert was reported. It was noted on an image provided of the explanted component that a section of the insert fractured. The event was confirmed through the x-rays and photographs provided. Method & results: device evaluation and results: no product was returned for evaluation however one photograph was provided. The photograph shows a recently explanted insert. Damage is visible on one of the two compartments on the posterior edge of the bearing surface. Medical records received and evaluation: a review of the provided medical records were rejected for medical review by a clinical consultant the following comment was provided: x-rays shows posterior subluxation of femur and varus instability; need operative reports, past/clinical medical history. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the damage on the component was confirmed on the photograph of the explanted device and instability was confirmed through review of the x-rays provided however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as product evaluation,operative reports, past/clinical medical history are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.